Event description:
A malfunction was reported with the customer's device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, assisted the customer in completing the reset, and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction reappeared, which they acknowledged and understood.